Event description:
The biomed reported an over-infusion. Event details were reported as follows: the pt was receiving cardene for blood pressure management. A new bag of cardene was hung at 0515, with volume set at 150 ml and rate at 62.5 ml or 12.5 mg/hr. At 0600, the bag was found almost completely empty and the pump volume stated 104 ml left. The rate remained unchanged at 12.5 mg/hr. The pt remained unchanged hemodynamically with no significant drop in blood pressure. The pump was changed out and the cardene tubing changed. There was no harm to the pt and no medical intervention was required. No further pt or event information was provided.

Manufacturer narrative:
(B)(4). The devices have been received and an eval is pending. A follow-up report will be submitted with investigation results once the eval has been completed.